Event description:
It was reported that the procedure was to treat the obtuse marginal branch with mild calcification, moderate tortuosity and 90% stenosis. The 2.5×15 mm trek balloon was used for pre-dilatation, but the balloon ruptured during the first inflation at 6 atmospheres. Rotablation was performed and a trek 2.5×12mm was used to continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.